Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
On (B)(6) 2017 the reporter stated that he needed to return a lens that was "removed from the eye due to sizing issues." Attempts to retrieve additional information have been unsuccessful.

Manufacturer narrative:
Updated/corrected information: the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, diopter -16.0/+4.5/115 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2015. The patient began experiencing low vault, lens rotation, blurred vision. The lens was repositioned. The lens was exchanged on (B)(6) 2017. The problem is resolved. Additional information added. Lens was returned in a microcentrifuge vial with some moisture. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Previous: 26-apr-2017. _corrected: 25-apr-2017. (B)(4).